Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. It was reported that prostatitis was a contributing factor to the development of peritonitis. The peritonitis manifested as abdominal pain and cloudy effluent. On the same day as the diagnosis, the patient was treated with fortaz once, intraperitoneally (ip) and vancomycin daily for 2 weeks ip. The event did not require hospitalization. Two weeks later, treatment was discontinued and the patient recovered from the peritonitis. The patient was retrained on aseptic technique and therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted, if additional relevant information becomes available a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.